Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that customer has a damaged spine clamp and it was stripped. No patient was present during the time of the reported incident.